Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not received for analysis; therefore no physical analysis of the product can be performed. Photos provided by the end user revealed a buckled/compressed outer coil with bend damage in the distal curved section of the guidewire. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is expected to be returned for failure analysis. If the product is returned or additional information is received a follow-up medwatch report will be submitted. Product is expected to be returned.

Event description:
Upon termination of the procedure and after release of the lotus valve, it was attempted to pull the device out but got stuck on the safari wire when approx. 5 cm of the wire were left on the handle side. So the wire was withdrawn with the device. Outside the patient the wire couldn't be removed either way, not antegrade, not retrograde (through the nosecone). Shape of the curl was altered and the outer coating seemed to be pushed together.